Event description:
It was reported that a patient who was being treated with a biliblanket had broken skin on the feet. The broken skin was allegedly due to sharp edges on the pad where the tubing connects to the pad. The tubing had begun to become disconnected and the glue on the pad side had cracked and created the sharp edges. No serious injury to the pt reported.